Event description:
The customer reported that the system displayed black images and communication failure error messages. This error will likely cause the system to lockup or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The power supply voltages were verified, the cables, circuit boards and connectors in the workstation were reseated during the service call. The system was tested and found to be working as intended and put back into service.